Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. An engineering evaluation for the returned device has been performed. The investigation stated that the deployed endoprosthesis was returned to histology without the delivery system. The endoprosthesis was unremarkable. Based on the device examination performed, no manufacturing anomalies were identified. Per gore® viabahn® endoprosthesis instructions for use (IFU), w. L. Gore & associates acknowledges that during introduction and positioning of the gore® viabahn® endoprosthesis, advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together. A warning is given as ¿if removal prior to deployment is necessary, withdraw the gore® viabahn® endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® endoprosthesis or introducer sheath.¿ it is stated that complications and adverse events that can occur when using any endovascular device. These complications include but are not limited to deployment failure.

Event description:
On (B)(6) 2016, a gore viabahn® endoprosthesis (vbc131002/14550737) was to be implanted for treatment of the iliac artery aneurysm. The device was accessed from the brachial artery via a 12fr sheath. During being advanced to the target lesion, the device was ever stuck due to a thrombosis, the physician retracted back the device then tried inserting and advancing the second time, it was succeeded. However after initiating deployment, the physician reportedly felt resistance on pulling the deployment line when the endo was expanding around 1cm. The physician retracted back the partially expanded device via the 12fr sheath without any residual left inside and no injury to the patient. Another gore viabahn® endoprosthesis of same size was replaced to complete the procedure successfully. The patient had a good outcome. After removing the device outside the patient, an attempt on continue pulling the deployment line was made to check if any problem on deployment system, however the endo could be deployed completely and full expansion.